Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by offering pump reset information, and the caller successfully reset the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any issues arise.